Manufacturer narrative:
Patient identifier, sex, weight, ethnicity information is not available. Report source other: user medwatch# (B)(4). Legal manufacturer: (B)(4).

Event description:
Per user filed medwatch (B)(4): "after the patient was intubated the mechanical ventilator stopped working." There was no patient injury.